Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device was not cooling. Per additional information updated from ttm on 25mar2026, s/n (B)(6) was not cooling. ICU nurse needs support troubleshooting an alert 113 (reduced water temp control). Patient temperature (pt) was 37.7c, targeted temperature (tt) was 36c, water temperature (wt) was 29.6c, flow rate (fr) was 3lpm. Guided to diagnostics: system hours 6165, pump hours 5478, chiller temperature (t4) was (chiller) 4.3c, mixing pump command (mpc) was 100%. Advised this device will need to go to biomed for repair. Per review of wo notes, a check of the diagnostics indicated that chiller temperature (t4) was approx. 4c. Discussed this was indicative of a failed mixing pump. They requested a quote for the 2000-hour service and a loaner.